Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a issue with drawer. Mini-drawer is fully opening on dispense medications to patient. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had an issue with drawer. Mini drawer is fully opening on dispense medications to patient. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers were opening fully and exposing all medications. The field service engineer (fse) attempted to replace the major drawer printed circuit board (pcb) but couldn¿t delete the drawer. Once all medications were unloaded and the drawer reassembled, the customer reloaded the medications. Upon testing, the software correctly recognized the medication locations and the drawers opened only to the appropriate compartment. The system functioned as intended after the field service engineer repaired the device.